Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that one of the four prongs at the distal tip is broken off the device. There were also minor nicks along the threads of the distal tip but no other anomalies were noted. This type failure is typically consistent with excess force being applied to the device at an off-angle. Additionally, it is possible that the device had accidentally come into contact with a hard surface such as dropping the device or hitting hard bone. Furthermore, no lot numbers were supplied which precludes conducting a DHR or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email latarjet. Rep was present in the case. Following the case cssd noticed the tip of the glenoid drill was broken and that it was showing only 3 prongs instead of 4. The procedure was completed using the instrumentation as normal, as the broken tip was not identified until following the case. Rep was told by a nurse that she had told the surgeon and that he looked at the x-ray taken at the end of the latarjet case and said he could not find the broken piece of the drill bit. A hospital incident report was completed as per hospital policy. Rep is awaiting a call back from the surgeon and orthopaedic charge nurse to obtain any additional information. The missing tip off the drill was not retrieved. There was no delay in the procedure. No ae to patient.